Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was overdischarged because they did not recharge the ins for 4 months. The patient was unable to establish coupling with the ins. The antenna locate feature was used to locate the ins and initiate a trickle charge. The ins was trickle charged for 1.5 hours and the power on reset (por) message was cleared. When the system was turned back on, electrode 0 had an impedance of >10 ,000 ohms. It was noted that this electrode was not programmed into any of the groups and the patient had great pain coverage. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the hcp was unsure what the cause of the high impedance was. No further complications were reported.